Manufacturer narrative:
An event regarding instability and altr involving an unknown head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, histopathology reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Device not returned to the manufacturer.

Event description:
It was reported that surgeon performed a right hip revision due to instability. Upon opening the hip capsule, the surgeon noticed a fluid collection and drained the capsule and removed the head and liner and replaced with a mdm liner and head.